Event description:
During a routine shift check by a clinician, the device displayed a "pacer fault 117" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer has been contacted for the return of the device. The device has not been returned to zoll medical corporation for evaluation.